Event description:
Reporter indicated that the pt had developed an infection at the neck incision site. Unsuccessful attempts were made to cover the wound with duct tape and vet wrap to prevent the pt from picking at the incision site. It was reported that fascia had protruded through the incision and that the pt had undergone two I&d procedures. The pt is scheduled to see their neurosurgeon who plans to open the wound and place a drain. Attempts to obtain additional info have been unsuccessful to date.